Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device. The patient was connected to the device at the time of the alarm for dwell three of three of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had disconnected from the set up during therapy but did not cap the patient line of the cassette. The patient stated that they disconnected during dwell and put a mini cap on their catheter. The patient later reconnected to continue therapy and the alarm sounded. Proper procedures were reviewed and the technical service representative assisted the patient with ending therapy. The patient performed continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.